Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels between 55-100 (mg/dl). Carbohydrates and sugar were consumed to address bg levels. Reportedly, customer is new to pump therapy and contact believes settings may need adjusting. Recommendation was made to consult with health care provider to discuss diabetes management.